Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet and subsequently observed discordant glucose readings between capillary blood glucose and the g7 sensor, with attempted calibration on the ilet not saving and calibration performed in the dexcom app narrowing but not eliminating the discrepancy. Symptoms included perceived inaccurate glucose measurements. Outcomes included user monitoring with no reported injury, medical intervention, or hospitalization. Investigation included remote troubleshooting, education on pairing and calibration workflow, and direction to involve the cgm manufacturer if discrepancies persisted. Investigation of this case revealed a sensor data accuracy concern originating from the cgm system and not from a confirmed ilet device malfunction, with no ilet component malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was likely cgm sensor performance or calibration-related behavior external to the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.